Event description:
It was reported that the pump battery was depleting quickly. Customer continued to use the pump for insulin therapy. Additionally, it was reported that the pump was hot to touch while charging. Reportedly, the customer was using non-tandem charging supplies to charge the pump. There was no adverse impact to customer's blood glucose level. Reportedly, the customer began using tandem-provided charging supplies and continued to use the pump with no further issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: accessories for charging from wall outlets, as well as from a computer usb port, are included with the pump. Use only the accessories provided to charge your pump.